Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduced air in line. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification ultrasonic sensor readings. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in tube during testing. There was no patient involvement. No additional information is available.